Manufacturer narrative:
Evaluation on the uninterruptible power supply (ups) was completed. Testing found that the batteries within the ups would not charge. When replaced with new batteries, the ups functioned as designed. This confirmed an electrical failure due to low batteries.

Manufacturer narrative:
No patient information provided as no patient was involved in this concern. A medtronic representative went to the site to test the equipment on (B)(6) 2017. The representative reported that the uninterruptible power supply (ups) was not charging and would not power on when prompted by the user. The representative reported that they replaced the ups. The imaging system then passed the system checkout and was found to be fully functional. The suspect ups has been received by the manufacturer for analysis. However, results are not available at this time.

Event description:
A medtronic representative reported that, while outside of a procedure, the uninterruptible power supply (ups) was not functioning as designed. The reported issue occurred while the medtronic representative was on site, performing a separate system checkout on the imaging system. No additional information was provided. There was no patient present when this issue was identified.